Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. Within the last year, the estimated longevity decreased from 1.5 years, to eol. A request was made to have data from this device analyzed, however data analysis is not yet available. This crt-d was subsequently replaced, but unavailable for return. No additional adverse patient effects were reported. Additional information was received. A request was made to have data from this device analyzed. Data analysis found this pacemaker to have normal battery depletion. No adverse patient effects were reported.